Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 469 mg/dl. The customer did not mention how they treated their blood glucose levels. The customer stated that they received an insulin flow block alarm. The infusion set cannula was bent. The customer resolved the issue by changing their infusion set. The insulin pump was not returned for analysis.